Manufacturer narrative:
E1: (B)(6). The device was returned to olympus for inspection, and the reported failure was confirmed. The information obtained from this complaint and the investigation results was insufficient to identify the cause of the problem. The broken portion of the cutting wire was scorched and melted. Therefore, it is determined that the subject device was energized. Based on the investigation result, a likely mechanism causing the broken cutting wire might be the following: the device was not protruded enough from the endoscope until the rear end of the cutting wire was in the field of view; the cutting wire and the endoscope were being close to each other; the output was activated; this had led to an electrical discharge between the cutting wire and the distal end of the endoscope; an electrical discharge occurred, and the cutting wire became hot instantly. This had caused the cutting wire to break. It can be inferred that heat generated by an electrical discharge caused damage of the coated portion. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device¿s knife wire was already cut before the power was turned on during an endoscopic retrograde cholangiopancreatography (ercp). The device was replaced with a similar product, and the procedure was completed. There were no reports of patient harm.